Event description:
It was reported that boston scientific technical services (ts) was contacted for a review by the health care professional (hcp). Ts saw functional undersensing which was causing inappropriate pacing, and many ventricular tachycardia (vt) events due to oversensing on the ventricular channel. Lead dislodgment was suspected, and the hcp admitted the patient for further testing. The device and leads remain in service. No adverse patient effects were reported.